Manufacturer narrative:
The customer's strips were returned for investigation. Two strip vials were returned: vial 1 lot# 478328 vial number 1216/roll 31 with the strip vial, desiccant, and vial cap acceptable in appearance. Vial 2 lot# 478328 vial number 1488/roll 21 with a damaged vial hinge but the vial desiccant and vial cap were acceptable in appearance. The returned strips were tested using glycolyzed blood and a reference meter. Analysis of the raw data was performed by the product performance group. Verification of the analysis was performed against raw data. The product performed according to the specifications. The investigation did not identify a product problem. The cause of the event could not be determined. Medwatch fields d9 and h3 were updated.

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter stated they received a discrepant glucose result for one patient tested with accu-chek inform ii meter serial number (B)(4). At 10:05 a.m., a sample from the patient was pre-dosed on a test strip and tested using the meter. No results were generated, only an error message. At 10:06 a.m., a sample was collected from the patient's intravenous line and tested using the meter, resulting with a glucose value of 109 mg/dl. At 10:06 a.m., the sample collected from the patient's intravenous line was tested in the laboratory using an unknown method, resulting with a value of 74 mg/dl. The nurses believed this value to be correct.